Manufacturer narrative:
(B)(6). The lot was manufactured from february 15, 2017 - february 17, 2017. The actual devices were not available; however, photographs of the samples were provided for evaluation. The photographs showed evidence of fluid in the overpouches that contained the devices which indicated that leakage had occurred. The location and cause of the leakage could not be determined via the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume infusors had leaked into the overpouch. This was identified before use. The infusors were filled with 200 ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.